Manufacturer narrative:
The glidescope avl video monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. The returned video monitor and video baton were connected and powered on the green line were observed. A test baton was connected to the returned video monitor and the green lines were not present. The returned video baton was connected to a test monitor, again the green lines were not visible. The returned video monitor and video baton were connected again for further troubleshoot; however, when powered on the lines were no longer present. The technical service representative could not re-evoke the green lines through testing and could not isolate the issue to a specific portion of the device. Although the reported green lines were duplicated once, and confirmed from photographic evidence, the root cause could not be conclusively determined. As a result, the video monitor and video baton were replaced for the customer. The returned video monitor and video baton were scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope avl video baton 3-4, there was a loss of video. Reportedly the monitor would display scrambled green lines, a photograph provided by the nursing staff confirmed the lines. The individual reporting the event stated it was intermittent and they could not duplicate it through normal operation; however, he could duplicate the lines by "hot swapping" the video baton. The reporter confirmed the users were not "hot swapping" during normal use. A second glidescope avl video monitor was used to complete the procedure, reportedly there was a ten (10) minute delay while the second device was prepared. No harm to patient or user was reported.